Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented over merlin.net with episodes of non-sustained right ventricular oversensing and, additionally, the right ventricular lead's threshold was increasing. The right ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.